Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a control pump that was inaccessible in the scrotum. A revision surgery was performed, during which the physician confirmed that the control pump had migrated from its intended implant location on the right side of the anterior scrotum to the right far dependent scrotum underneath the testicle, rendering it inaccessible to the patient. The control pump was explanted and replaced. There were no patient complications.